Event description:
Related to MFR report # 2183959-2012-01080. Related to MFR report # 2183959-2012-01082. The plaintiff was implanted with an ams elevate posterior graft. It was alleged by the plaintiff's attorney that the plaintiff experienced "severe and permanent bodily injuries and significant mental and physical pain and suffering." It was also alleged that the plaintiff, "suffered debilitating injuries including mesh erosion, hardening, chronic pain and worsening dyspareunia, and recurrent incontinence leading to the need for dangerous and serious vaginal surgery."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.